Manufacturer narrative:
The 67, 92, - the instrument will not be returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the yellow piece from the instrument's wrist broke off and fell inside the patient and was retrieved. Although no patient harm, adverse outcome or injury was reported it is unknown what caused the yellow piece to break off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke and a "yellow piece of the instrument's wrist" fell inside the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: at this time, the instrument will not be returned as it was misplaced by the hospital staff after the procedure was completed. No post-operative complications were reported due to the reported event and the patient has been discharged and is at home. The surgeon is not sure how long the instrument was in used before the breakage occurred. The broken fragment was noticed in the patient and was retrieved. The procedure was completed and an x-ray was performed.